Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the catheter could have been trapped at the balloon portion of a concomitant balloon catheter when he pulled out the microcatheter. There was no patient harm and he would be discharged soon. The returned microcatheter had its tip torn off. The tip polymer at the breakage site was stretched and circumferential cracks were observed on the remaining tip. These findings suggested excess pulling force contributed the tip breakage. The ends of inner braids were exposed at the breakage site; therefore, it was concluded the tip was torn off at approximately 2mm from the tip end. The tip fragment was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that pulling force exceeding the product design limit might be applied to the microcatheter while the catheter tip had been trapped by the lesion. The excess pulling force led the tip to be stretched, cracked and eventually torn off. There was no indication of product deficiency. The tip fragment was not returned to the manufacturer and thus a possibility of the tip fragment remaining in the patient could not be excluded. The IFU states that: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During pci to treat a moderately calcified 99% stenosis in the rca #2, an asahi guidewire and microcatheter was advanced to the lesion. The guidewire was able to cross the lesion but the microcatheter failed to cross. In order to implement rotational coronary atherectomy using rotablator, the guidewire was exchanged to non-asahi guidewire and the microcatheter was removed from the vasculature. When the rotablator was delivered to the lesion, a radiopaque substance, size of approximately 1mm, was found near the delivered burr. It was found that the microcatheter was missing its tip. Rotablator was pulled back to the guide catheter, and rotablator system and the guide catheter as well as the missing catheter tip were removed from the anatomy. Pci was resumed and blood flow was reestablished.